Event description:
It was reported that this right ventricular (rv) lead was fractured and delivered three inappropriate shocks. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).